Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slimtip lead, model: mn20450-50a, serial: (B)(6), UDI: (B)(4), batch: 8892605; common device name: slimtip lead, model: mn20450-50a, serial: (B)(6), UDI: (B)(4), batch: 9045125.

Event description:
Related manufacturer report number: 1627487-2024-00277. It was reported that the patient was experiencing ineffective therapy due to 2 of their drg leads having migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the 2 leads were explanted and replaced. Effective therapy was established post-operatively. Product investigation was unable to determine which leads had caused the issue.